Event description:
It was reported that the patient presented in the operating room for a scheduled change-out. It was noted that the atrial lead could not be removed from the device. Stripped set screw was suspected. Patient was in stable condition post-procedure.

Manufacturer narrative:
The reported setscrew anomaly was confirmed in the laboratory and was due to silicone, septum material present inside the atip setscrew hex cavity. This material prevented full insertion of the torque driver.